Event description:
It was reported that the light source front panel light-emitting diode (led) was blinking. The issue was found during routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the front panel light-emitting diode (led) was blinking due to dust inside the unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the light emmiting diode on the front panel is blinking due to the presence of dust inside the unit. Olympus will continue to monitor field performance for this device.